Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent surgery with the screw. After the plate was fixed temporarily, the surgeon drilled within the acceptable range. After scaling with a depth gauge, he inserted the screw. He tried to lock the screw, but the screw twisted and broke at its neck before it was completely locked. The surgeon removed all screws and plate, and the remaining screw shaft was removed. The surgeon continued the operation with the plate. The scheduled surgery time was 3 hours, but it took 5 hours to complete. There were no fragments retained in the patient¿s body. This was confirmed by x-ray. There patient was reported as stable. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product codes: hrs complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: postal code -2545. Sterile part: 04.211.024s sterile lot no: 8l12277 release to warehouse date: 24 april 2021 expiry date: 01 april 2031 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.024 non-sterile lot # 95p1698 manufacturing site: werk selzach release to warehouse date: 12 march 2021 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.7 head 2.4 self-tap l24 ta was observed broken in two pieces. The head section has separated from the shaft. There were also found scratches and dents in the superior part of the threaded shaft and a stripped condition along the screw shaft. A dimensional inspection was unable to be performed for the va lockscr ø2.7 head 2.4 self-tap l24 ta due to post manufacturing damage. A functional test was unable to be performed due to condition observed during the visual inspection. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ø2.7 head 2.4 self-tap l24 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -2.7 mm variable angle locking screw self-tapping, stardrive recess (current and manufactured) dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.